Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event, controller, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving batteries, as well as momentary disconnections involving the other battery which did not lead to premature power switching events. Momentary disconnections will result in an audible tone or "beep.¿ this was likely perceived as the reported as the ¿unusual alarm¿. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the associated batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. The most likely root cause of the premature power switching and beeps can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: (B)(6) d10: yes, return date: 01-jun-2020 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 407652 leads, implanted on: (B)(6) 2005, 439688, 694765 leads, implanted on: (B)(6) 2011, dtma1d1 ICD, implanted: (B)(6) 2019. Additional products: heartware ventricular assist system ¿battery, model #: 1650de / catalog #: 1650de / expiration date: 31-aug-2019 / serial or #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 22-aug-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries exhibited power switching and the patient heard twice unusual alarm sound. The first alarm happened when two batteries were connected and the second alarm happened when the battery and controller ac adapter were connected. The batteries were exchanged. No patient complications have been reported as a result of this event.